Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using maxplus pressure rated extension set with removable needleless connector there were connection issues and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: male luers are leaking around the male luer and the ¿gap¿ where the spin collar can move back and ¿click¿ into place. The nurses try to move the spin collar back and click it into place but they are reporting it doesn¿t always stay clicked into place.

Event description:
It was reported while using maxplus pressure rated extension set with removable needleless connector there were connection issues and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: male luers are leaking around the male luer and the ¿gap¿ where the spin collar can move back and ¿click¿ into place. The nurses try to move the spin collar back and click it into place but they are reporting it doesn¿t always stay clicked into place.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22109025 . D4: medical device expiration date: (B)(6) 2025. H4: device manufacture date: (B)(6) 2022. D10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023. H6: investigation summary two samples of material number mp5303-c were submitted for quality investigation. The connection was connected to a sample bd smartsite and tested for connection issues and leakage. There were no issues with connection and leakage, however, there was an issue with fluid flow on sample 2. Sample 2 would not allow fluid through the extension set. Examination under magnification was conducted and it was determined that the fluid path looks to be incomplete or deformed, causing for the lack of fluid flow. A device history record review for model mp5303-c lot number 22099268 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22109025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of flow issue is that fluid path of the component is occluded. Under magnification we can see that the fluid path is blocked with a clear substance. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.